Event description:
Upon initiating the treatment, a blood leak from the blood pump header was noted with no alarm condition. Blood loss was estimated at 10 cc; there was no pt injury or medical intervention. Gambro technical services (gts) diagnosed a burr on the blood pump rotor.